Manufacturer narrative:
Concomitant medical products: d224trk ICD, implanted: (B)(6) 2010 product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The initial reported event of fracture and impedance issue was previously submitted via a remedial action exemption (rae) summary re port. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity patient alert was triggered for the right ventricular (rv) lead superior vena cava (svc) coil having impedance greater than 200 ohms. Also the rv coil had unstable impedance around 90 ohms. The lead had an apparent fracture of the svc coil. The rv lead was explanted and was replaced. No patient complications have been reported as a result of this event.